Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial lead dislodged despite multiple repositioning attempts. The physician attempted repositioning; however, the lead could not be successfully implanted in the atrium. The lead dislodgement was confirmed by visualization through fluoroscopy. The lead was not used. There were no patient consequences.